Event description:
Problems: chronic headache, dizziness, skin lesions, depression, loss of concentration, forgetfulness, dermatitis, loss of train of thought, faintness, psychotic episodes, muscle spasm, pain.